Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 176 mg/dl at the time of incident. Troubleshooting found that the pump had a blank display before and after a battery change. It appears that the display did not return after having the battery out for 10 minutes. Customer was advised that a new battery cap would be provided and to monitor pump.